Event description:
It was reported that this right ventricular (rv) lead demonstrated a notable decrease in impedance compared to the last in-clinic evaluation. A breakdown of the defibrillation vectors indicated directional changes consistent with evolving lead characteristics. Technical services reviewed historical system data and identified a gradual upward trend in baseline impedance over several years. Based on the vector patterns and impedance trends, the findings suggest significant calcification of the proximal coil relative to the distal coil. A defibrillation threshold test (dft) should be considered to ensure the system remains effective in a single-coil configuration. The healthcare provider acknowledged and understood the recommendation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).